Event description:
Add'l info rec'd from rptr on (B)(6) 2013: this is a third report on the same incident reported on (B)(6) 2008 and (B)(6) 2009. I have permanent side effects, scarring, fat loss, nerve damage and very lax skin on my face and neck from my second treatment for rosacea performed by a board certified dermatologist at (B)(6) on (B)(6) 2006. The laser used was the pulsed dye laser, the candela v beam. This was the laser that was used for my first treatment. I know that this is true because that is what the doctor told me that he was going to use to treat me when I had my first treatment. My second treatment was so painful, the pain was like a hot wave going down my face and into my neck and I ended up with soft tissue damage and changes to my facial contours and damage to my neck. The laser that damaged me was the pulsed dye laser not the gemini laser as reported in the addendum on (B)(6) 2009. Also see (B)(4). Brand name: v beam, common device name: pulsed dye laser, MFR name, city and state: (B)(6), operator of device: health professional.

Event description:
In 2006, a dermatologist was treating my rosacea with a pulsed dye laser which burned, scarred, caused nerve damage and fatloss in my face. The laser removed all the detail from my face. I have textural -scars- changes outside and inside my skin, fat loss. I lost the width of my cheeks and jaw line, the padding on the upper part of my cheeks and this changed the structure of my face. I have discoloration and have lost skin elasticity and there were welts under my cheekbones. I have nerve damage around my perioral area. I have hollowed eyes. The laser removed all the water from my skin. My skin I cannot describe. Prior to this treatment, I had good skin. The laser aged my skin. I think the equipment might have malfunctioned or the energy was so high that it created a shockwave under my skin because I could feel the pain like a wave going down my face. Part of my neck is affected. This injury and the doctor abandoning me not able to find anyone to help me has ruined my every day life. Sometimes I don't know how I can cope with all of this. People should be told about these side effects - they are permanent and devastating. According to the dermatologist I was supposed to have three treatments. My first treatment was performed at a much lower energy and I was told that a vbeam was used. I felt no pain and was fine. I am not sure what laser was used during my second treatment because it was extremely painful and did not feel the same as the first. My medical record states that the pulsed dye laser was used for both treatments. However, my second treatment took place in another room so it probably was not the vbeam but another brand of the pulsed dye laser. I am filing this report to let the food and drug administration know that these devices are dangerous even in professional hands and can cause horrific physical and emotional injuries.